Manufacturer narrative:
Continuation: product ID 388928 lot# 0209188443 serial# implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reason for the device explant was inefficacy without return of symptoms and the therapy never worked for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 388928 lot# 0209188443 serial# implanted: 2015(B)(6) explanted: 2017(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the therapy was inefficient and it was not linked to a device deficiency. The product was not returned. It was destroyed based on hospital procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical devices: product ID: 388928 ,lot# 0209188443, implanted: (B)(6) 2015, explanted: (B)(6) 2017; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported that the neurostimulator and lead were explanted due to lack of efficacy. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken to resolve the issue remain unknown. A surgical intervention occurred and the system was explanted on (B)(6) 2017. Relevant medical history includes urge incontinence. No further complications were reported/anticipated.